Event description:
Customer called and stated that the AED is failing the bit. Instructed to insert the battery and the battery failed bit AED stating to remove the battery and reinsert. Recommended to remove from service. Not under warranty.